Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during a flow rate test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported failed flow rate testing was not verified. The device underwent flow rate testing and was found to deliver within specifications. Should additional relevant information become available, a supplemental report will be submitted.